Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a heparin syringe. The customer reports that he received an infusion on (B)(4) 2013 and everything was fine, but then the next day (18 hours later) his port was completely occluded. The customer had to go to the hospital for 3 rounds of tpa before the occlusion was cleared up. A clear snotty looking substance came out of the port. The customer explained the tpa is what they use after a heart attach or stroke to clear the blood clots.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.